Manufacturer narrative:
On 16-nov-2020, it was found that the result code, no findings available, was omitted on the initial report. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including felt really sick, joint pain, fatigue, chest pain, a rash under armpits, headaches. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. In addition, the patient experienced capsular contracture (side unknown, grade unknown) and right-sided rupture. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. Right-sided rupture was observed upon explantation. The devices were sent for pathology examination and were possibly discarded. It is not clear as to which side the patient experienced capsular contracture. At this time of report, capsular contracture is reported on the contralateral side report, (B)(4). If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.